Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for this event. The cause of peritonitis was not reported. Treatment was not reported. The outcome of the peritonitis event was not reported. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported by the caregiver that the patient died due to peritonitis and unrelated medical conditions. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.